Manufacturer narrative:
Summary of the analysis: review of the provided x-ray did not allow to draw any conclusion. A re-intervention was reportedly performed on (B)(6) 2019. The outcomes of this re-intervention are unknown. As no patient files were provided, no investigation could be performed. The case is thus closed as such, and will be reopened should any relevant information be provided in the future.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2019. When the lead was screwed for the first time, the following measurements were obtained: 1200 lead impedance, 3mv detection and 2v/0,4ms threshold. The position of the lead was slightly shifted, and the values remained the same. The lead was then moved, and the electrical parameter measured: 3283 lead impedance, 2 to 4mv detection, and a threshold above 3v/0,4ms. The lead was then repositioned. Tests were performed with a psa: lead impedance at 1100 (unipolar mode), detection at 5mv and threshold at 1,5v/0,4ms. It was decided to leave the lead in that position. Tests were performed with a programmer, and gave the following results: 442 impedance (unipolar mode), 5 mv detection, 1,75v/0,5ms threshold. During real-time exam, it was observed that the whole screw was suddenly extended. On (B)(6) 2019, lead dislodgement was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2019. When the lead was screwed for the first time, the following measurements were obtained: 1200 lead impedance, 3mv detection and 2v/0,4ms threshold. The position of the lead was slightly shifted, and the values remained the same. The lead was then moved, and the electrical parameter measured: 3283 lead impedance, 2 to 4mv detection, and a threshold above 3v/0,4ms. The lead was then repositioned. Tests were performed with a psa: lead impedance at 1100¿ (unipolar mode), detection at 5mv and threshold at 1,5v/0,4ms. It was decided to leave the lead in that position. Tests were performed with a programmer, and gave the following results: 442 impedance (unipolar mode), 5 mv detection, 1,75v/0,5ms threshold. During real-time exam, it was observed that the whole screw was suddenly extended. On june, 26th 2019, lead dislodgement was observed.